Event description:
It was reported that the tip of a cayman angled lateral inserter was not holding a cayman plate securely and the spring of a cayman spring loaded awl sprung out and extended longer than necessary, potentially breaking the plate inside the patient. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient. This report captures the cayman spring loaded awl.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion.

Event description:
It was reported that the tip of a cayman angled lateral inserter was not holding a cayman plate securely and the spring of a cayman spring loaded awl sprung out and extended longer than necessary, potentially breaking the plate inside the patient. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient. This report captures the cayman spring loaded awl.